Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. After reviewing the logs, the issues with the aic not being able to detect the purge disc was confirmed. Upon examining aic for any visible defects, it was evident that the purge disc flag was broken (missing at blue retainer). The root cause of the issue was a broken purge disc flag. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-19753.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support. While on support, the automated impella controller (aic) displayed purge disc not detected alarm. Two cassettes were tried displaying the same alarm. The console was changed and the issue was resolved. No reported patient harm.